Event description:
The pt was implanted with a left ventricular assist device. The clinician at the hosp reported that the pt had destination therapy, signs of hemolysis, treated with anticoagulation, power spikes, and burning pain in the abdomen. It was decided to disconnect the driveline at the pt's request. Suspected thrombosis was reported. The pt expired and the pump will be returning to the MFR for eval.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.